Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported there were bubbles in the infusion line during a vitrectomy procedure. The procedure was completed and there was no harm to the patient. The sample was not retained. Additional information and product sample status was requested but has not been received to date.